Event description:
Pt is a 61 yr old white, g4p4 female status post bilateral subglandular implantation of 200 cc surgitek gels for augmentation in '89. Pt complaining of size & bilateral softeness with history of trauma, until she fell striking left chest, since then pain on left. Pt complains of arthralgias, (+am stiffness)/myalgias, paresthesias,/dysesthesias, spasms, swelling, fatigue, sleep disturbance, frequent uri's, fevers, drenching sweats of head & neck, headaches, visual problems, conjunctivitis, dizziness, memory loss, dry mucous membranes, hair loss, oral sores, sun sensitivity/cold sensitivity, sob/cp, costochondritis, choking sensation, rising blood pressure, rising cholesterol, weight gain, g1/gu disturbances, & easy bruising, otherwise healthy.